Event description:
It was reported that this device was explanted due to a product performance issue. No adverse patient effects were reported. Should the device be returned this investigation will be updated. Additional information noted that the device was explanted due to erosion. No additional adverse patient effects were reported.

Event description:
It was reported that this device was explanted due to a product performance issue. No adverse patient effects were reported. Should the device be returned, this investigation will be updated.